Manufacturer narrative:
The most likely cause is patient factors, including history of chronic dialysis.

Event description:
It was reported that a patient with a 19mm 3300tfxj aortic valve has been placed under consideration for a valve-in-valve procedure after an implant duration of approximately eight (8) years due to aortic stenosis secondary to structural valve deterioration. The patient presented with dyspnea on effort. The device was not returned for evaluation as it remained implanted in the patient.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.